Event description:
Customer reported that he has been receiving no delivery alarms for 3 weeks. Customer stated he has changed the reservoir and infusion set multiple times but the alarm recurs; customer declined to troubleshoot. Customer thinks the insulin pump could be malfunctioning. Blood glucose value is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once analysis has been completed. No conclusion can be drawn at this time.